Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11 the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using the returned mini cap with no issues and no leaks observed. The reported connection issue was not verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue end (female connector) of a minicap extended life pd transfer set was coming loose periodically; the patient would "screw it tight". This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.